Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the check and menu buttons on the infusion device are not working at all. Pt stated she decided to take the battery out and replace it with a new one. Pt reported when she inserted a new battery into the infusion device, the device alarmed an e8 (power interrupt) error message and she was unable to confirm to turn it off. Advised pt to remove the battery again. Pt stated no ill health has occurred as a result of the incident. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.